Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer powered up to a white screen. Cycling the power did not resolve the issue. The user was unclear whether or not the programmer had been in a hot car. It was further reported on the return paperwork that the programmer had a gray screen, followed by a "please wait" screen, then a black screen with a "serious programmer error" message. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the unit powered to a white screen and noted that it then went to the "please wait" and then the black error screen. The software was reloaded. Analysis further noted that the hard drive health was at less than 100% and the system fan was noisy. Both the hard drive and the system fan were replaced and additionally the hard drive was reconfigured and the software reloaded and updated.